Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of inappropriate shocks in two separate episodes. Shock impedance measurements with the shock delivery were noted to be 50 ohms. Previous shock impedance measurements were noted to be as high as 100 ohms following delivery of appropriate shock therapy one month ago. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.